Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. No programing changes were made. No patient consequences reported.